Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the pump was able to successfully downloaded using test pc with windows xp and ezmanager. Investigators were unable to duplicate reported complaint. A crack at case seal of the battery compartment was observed. The returned battery cap was able to fully tighten to the pump and was used to complete all testing. The serial number, model of pump and com5 were correctly displayed in the insulin pump download window. Download was completed in several minutes with no issues, ezmanager displays message download completed. Investigators were unable to duplicate the complaint. (B)(6).